Event description:
Voluntary medwatch form received noted right ventricular lead was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch form received: mw5151612.